Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date estimated. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat 99% in-stent restenosis of a xience v stent in the proximal circumflex artery with mild tortuosity. The 2.5 x 12 mm trek balloon was advanced; however, could not cross the re-stenosis. A non-abbott balloon was used for dilatation, and a second attempt was made to advance the trek, but the balloon was unable to cross. A non-abbott balloon was used for further dilatation, and a xience v stent was implanted to complete the procedure. There were no adverse patient effects reported. No additional information was provided.